Event description:
This is a spontaneous case report received from a medical doctor in united states on 23-aug-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2016 the patient went to physician office with pelvic pain on the left side. She also had dyspareunia and endometriosis and she would like the essure removed. They are scheduling a full hysterectomy on (B)(6) 2016. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain on the left side and would like the essure removed. A hysterectomy was scheduled for (B)(6) 2016. Pelvic pain is listed in the reference safety information for essure. Although it is stated that the patient also had endometriosis, since it is not clear if the pelvic pain is only related to endometriosis or also to essure inserts, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 03-oct-2016 - hcp letter received: the reporting physician did not insert essure. According to reporter, the patient experienced 5 years of pelvic pain starting shortly after the postpartum essure placement. She had constant pain unrelated to menses and worse with sex and full bladder. There was no pain improvement on lupron. Patient experienced pain to palpation of uterus and bilateral adnexa. Diagnostic laparoscopy was performed in (B)(6) 2016. Surgical findings included bilateral uterosacral ligaments involved with endometriosis, normal appearing uterus and fallopian tubes. Path: endometriosis confirmed; uterus and bilateral tubes benign; bilateral coils visualized. Patient had not yet been seen for follow-up. Quality-safety evaluation of ptc received on 10-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain on the left side, she had endometriosis and she would like the essure removed. Although, initially a hysterectomy was scheduled, only a diagnostic laparoscopy was done and it confirmed bilateral uterosacral ligaments involved with endometriosis and bilateral coils visualized. Pelvic pain is listed in the reference safety information for essure. After follow up information, it was informed that the patient had a diagnostic laparoscopy (not a hysterectomy) and it was confirmed that the patient had endometriosis. Although, the pelvic pain is probably related to the endometriosis, it is not clear if essure inserts were removed in that surgery and it was not informed whether she recovered from the pain. Therefore, a causal relationship with essure inserts cannot be totally excluded. This case is regarded as incident since surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2016: essure was removed, pelvic pain outcome updated to recovered. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain on the left side, she had endometriosis. Although, initially a hysterectomy was scheduled, only a diagnostic laparoscopy was done and it confirmed bilateral uterosacral ligaments involved with endometriosis and bilateral coils visualized. Upon receipt of follow-up information, it was reported she underwent a laparoscopic hysterectomy and bilateral salpingectomy. Essure was removed. Pelvic pain is anticipated in the reference safety information for essure. After follow up information, it was informed that the patient had a diagnostic laparoscopy (not a hysterectomy) and it was confirmed that the patient had endometriosis. Although, the pelvic pain is probably related to the endometriosis, it is not clear if essure inserts were removed in that surgery and it was not informed whether she recovered from the pain. Therefore, a causal relationship with essure inserts cannot be totally excluded. This case is regarded as incident because surgical intervention was performed and device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information is expected.